Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was able to be initially positioned in the atrium using 15 turns to extend the helix. The ra lead was then tested on the pacing system analyzer (psa). After this testing was completed, the lead dislodged. The physician retracted the helix using 30 turns and repositioned the ra lead; however, the pacing impedance measurements on the psa were above 4,000 ohms. The ra lead was then connected to the device and once again the pacing impedance measurements were out of range in both bipolar and unipolar configurations. The physician extracted this lead and successfully replaced it. No adverse patient effects were reported. The ra lead will be returned for immediate laboratory analysis.